Manufacturer narrative:
(B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zct225 +20.0 diopter tecnis toric iol (intraocular lens) was implanted into the patient's left eye (os) on (B)(6) 2018. Reportedly, there was a residual refractive error and the patient experienced decreased visual acuity. The lens was explanted on (B)(6) 2018 and a monofocal non-toric pcb00 +20.0 diopter was implanted as a replacement. No incision enlargement, no suture was used and no vitrectomy was performed. The patient was reported doing excellently when discharged. Visual acuity pre-op (pre-initial implant): 20/200; visual acuity post-op (post-initial implant): 20/100; visual acuity post-op (post-replacement): 20/40. The account commented that the explanted lens is not available for inspection. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.